Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm, vticmo13.2, -11.0/1.5/084 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the patients right eye (od) on (B)(6) 2023.the lens was implanted, removed and replaced intraoperatively with no patinet injury and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
B5 - the reporter indicated that a 13.2mm, vticmo13.2, -11.0/1.5/084 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the patients right eye (od) on (B)(6) 2023. Claim# (B)(4).